Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the power cable of the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power cable was returned to the manufacturer for evaluation. Testing found a loose screw within the plug housing that would lead to intermittent contact and intermittent functionality. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system would not power on. It was reported that when the power cord was manipulated by the user, the navigation system would power on. There was no patient present when this issue was identified. No additional information was provided.